Event description:
During an endoscopic vein harvesting procedure the plastic tip of the retractor broke off in the tissue in the calf close to the ankle. The incision was extended to remove the piece of the instrument. Another ft0v3 was opened to complete the case.

Manufacturer narrative:
Spoon broken off proximal to the slope steep. Device returned with no lot identification.